Event description:
Patient reported ¿rupture and possible capsular contracture baker grade unknown¿. Health professional reported "capsular contracture baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side ¿rupture and possible capsular contracture baker grade unknown¿. Health professional reported right side "capsular contracture baker grade iii". Device has been explanted and replaced. Device has been discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., h.6.

Event description:
Device was explanted.